Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the lesion was pre-dilated with another company's 2.5x12 balloon. The promus stent came off the delivery catheter in the artery, located in the left anterior descending (lad); however, the stent could not be retrieved. The stent was compressed using a balloon against the arterial wall, and covered with another company's stent. No additional event or patient information is available.